Event description:
After 21+months implantation, this ICD was electively explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's. This ICD was explanted in 2005.

Event description:
After 21+ months of implantation, this ICD was electively explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's. This ICD was explanted in 2005.